Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined. If additional information or if a device later becomes available, supplemental vigilance report(s) will be submitted at that time.

Event description:
The complaint/event involved a 5" smallbore bifuse ext set w/2 microclave® clear, 2 clamps, rotating luer. The customer reported that they had an uptick of incidents with the bifuse device, in general. For this specific reported event, the patient was connected to a central venous line (cvl) with IV fluids (ivf) using a syringe (medline) on the bifuse. The nurse was called to room for a tubing break at the bifuse connection. The patient did not do anything specific per mom (medical mom) for tubing to have broken like it did. It was also stated that unspecified chemo was hooked up to the connector and no chemo was lost. Although the product could have come in contact with the patient and/or staff member, yet the medication being administered, did not get on patient or staff skin or clothing. The chemo spill cleaned up per facility protocol. Thus, there was no staff or patient harm reported as a result of the event.